Event description:
It was reported that there was high threshold, no capture at high outputs on all vectors, and a lead dislodgement. The lv (left ventricular) lead was reimplanted in a new location and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 693558, lead, implanted: (B)(6) 2015; 5554-45, lead, implanted: (B)(6) 2003. (B)(4).